Event description:
It was reported by service report that the siderail was intermittent due to missing latch springs. It is unk if there was pt involvement or if there are adverse consequences to report.